Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. However, during preparation, a dark image occurred and it was difficult to identify what was being displayed. It was hard to tell whether air had been removed during the preparation flush. The procedure was completed with another of the same device. There were no patient complications.